Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided), and a fall resulting in an unspecified head and neck injury. Reportedly, customer was using humalog supplies for over 48 hours. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with a glucagon injection, and intravenous saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.